Event description:
It was reported that an ilet pump exhibited a black, unresponsive screen despite indicating a near-full charge on the app, emitting vibration and tones with the wake button and beeping when placed on the charger; the user denied damage or liquid exposure and was unable to force restart, so a replacement was issued, and the user transitioned to backup subcutaneous insulin using pens. Symptoms included hyperglycemia with a reported blood glucose of 203 mg/dl and no associated clinical effects. Outcomes included temporary interruption of pump therapy, user-initiated switch to multiple daily injections, and no medical intervention or hospitalization. Investigation included remote troubleshooting, review of user-provided video, and verification of charging indicators via the app and charger and inspection of the returned device. Investigation of this device revealed a screen/display failure on the pump while other device functions appeared responsive to inputs and charging, consistent with a hardware display issue. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to the display subsystem.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.